Manufacturer narrative:
Product event summary: analysis was not able to confirm the screen freezing during interrogation; programmer passed functional testing.

Event description:
It was reported the screen keeps freezing during interrogations. It was also reported the programmer has to have power cycled off/on to fix. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).